Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a motor error during basal on the insulin pump. The customer's blood glucose level was 263 mg/dl. The customer insulin pump was exposed on the strong magnetic field in hospital. The sensor feature was not use on the insulin pump. Nothing to replace or return.